Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation had not been confirmed. The device was inspected and passed all functional tests. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was intermittent power not loading up and powering on while using the high flow insufflation unit. The issue occurred on preparation for use for a diagnostic procedure. The procedure was completed with a similar device, and without delay. The patient was not under sedation and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the intermittent power could not be determined. Olympus will continue to monitor field performance for this device.